Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described due to "bag exchanges in uncleaned conditions". It was reported the patient was hospitalized and treated with viccillin (4g, intraperitoneal). The patient was not recovered from the peritonitis. Pd therapy is ongoing. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.